Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood on the core and polymer coating and there was no contrast visible. Analysis confirmed the reported guide wire separation as the tip of the guide wire was separated, 23.7 cm distal to the proximal end of the polymer coating. The separated portion was returned. The polymer coating was also separated at the same location. The fracture faces of the polymer coating were jagged. The separated portion was in a corkscrew shape. There was a kink in the core, 2.4 cm proximal to the tip ball. The noted corkscrew shape and kink in the core were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. There was a 7 cm section of the distal end of the snare device returned. There was blood and contrast visible on the snare device. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. Scanning electron microscopy analysis of the returned guide wire suggests that the core failure may be attributed to ductile overload at a bend. Reportedly, the guide wire was used during insertion of the leads and it should be noted in the whisper guide wire instructions for use, intended use section states that: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous trasluminal angioplasty. It is unknown if the use of the leads contributed to the reported guide wire separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconforming material records that could have contributed for the reported guide wire separation for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.

Event description:
Reportedly, the patient presented with a 3rd degree atrio ventricular block. During use of the whisper guide wire in an electrophysiology case to treat the coronary sinus, during insertion of the leads, the whisper guide wire broke at the back end of the radiopaque tip. The separated tip of the whisper guide wire was removed without further incident using a snare. There were no adverse patient effects. The patient was fine post procedure. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.